Event description:
Reported via call center it was reported that patient experienced high blood pressure. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The patient was discharged. The patient reported that had two high blood pressure episodes following the watchman procedure after the patient was back home on (B)(6) 2024. The patient was admitted to the hospital due to the high blood pressure and released from the hospital the next day. The patient states that was re admitted to the hospital on (B)(6) 2024 for extremely high blood pressure and highly elevated troponin hormone levels. The patient states that since that time, has had no further complications or issues with her blood pressure.

Event description:
Reported via call center. It was reported that patient experienced high blood pressure. A left atrial appendage (laa) closure procedure was performed, and a 20 mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The patient was discharged. The patient reported that had two high blood pressure episodes following the watchman procedure after the patient was back home on (B)(6) 2024. The patient was admitted to the hospital due to the high blood pressure and released from the hospital the next day. The patient states that were re-admitted to the hospital on (B)(6) 2024 for extremely high blood pressure and highly elevated troponin hormone levels. The patient states that since that time, has had no further complications or issues with her blood pressure.

Manufacturer narrative:
H6: patient code added.